Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd angiocath¿ IV catheter leaked after puncture. The defect was noticed in several punctures during use.no serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: samples/ photos: samples or photos have not received for analysis of the incident in question. DHR/ qn/ ncmr review: assembled lot: 7053928, used in the claimed final product lot: 7088755 of angiocath 22g x 1.00 was analyzed for "leakage¿ tests, and it was not evidenced record of this issue. Qn/ ncmr review: there are no qn records of this defect for batches related in this complaint. Investigation conclusion: not confirmed: bd was unable to confirm the incident in question. Investigation comment: as photos or samples are not available for analysis of this complaint and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to confirm this complaint as being generated by manufacturing process. Root cause description: based on the investigations of this complaint, it was not possible to assign a root cause for the incident to date. Rationale: based on a severity assessment and occurrence it was determined that no CAPA is required at this time. The complaint was added to the complaint database for trend analysis, which is regularly monitored.